Event description:
A surgeon reported that following an intraocular lens (iol) implantation procedure, the patient's visual performance was off requiring the iol to be exchanged for a different iol model. Additional information has been requested.

Event description:
Additional information was provided by an ophthalmologist, who reported that the patient experienced glare, glimmering, an induced astigmatism. The event resolved with treatment. The iol was replaced with a different lens model and one diopter difference in power.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints in this lot. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).